Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump alarmed with a compromised force sensor system during the priming process. Insulin had squirted out of the insulin pump. The patient's blood glucose at the time of incident was 200 mg/dl. The drive support cap was sticking out. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump received prime alarm during the basic occlusion test due to loose/protruded drive support disk. Unable to perform operating currents, unexpected restart error test, self-test, basic occlusion test, occlusion test, prime test, excessive no delivery test due to prime alarm. Device had minor scratched lcd window, cracked battery tube threads, cracked reservoir tube lip and missing end cap sticker.